Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage the service tech found the pump to have a damaged power cord with exposed copper on the base of the cord.

Manufacturer narrative:
The scd express controller was received with a complaint of ¿exposed copper on base of power cord¿. The complaint was verified as the power cord shows bare copper wire near the base of the unit. A physical analysis was performed on the unit and there was no gross damage noted. The damaged cord was removed and retained. The power cord was replaced per factory service procedures. The potential root cause is due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.